Manufacturer narrative:
Follow-up #1 date of submission 08/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact with no damage or peeling. During testing, all the keypad buttons responded appropriately to user presses. The keypad cover was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with the 'ok' button. Reportedly, the keypad cover was intact, there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.